Event description:
It was reported that there were audible background test alarms. No patient injury was reported.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection was performed and no external damage was observed. Review of the pump event history log showed watchdog and primary audible post errors. Functional testing was performed and the device functioned as intended. The speaker was replaced preventatively. The root cause can not be determined as the reported event was not able to be duplicated. There is a corrective action opened to address these events. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).